Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Cause of bg level was not clear. Paramedics were called and customer went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin resulting in "bruises because of the process of hospital treatment". Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.